Event description:
Physician unable to advance stylet after several stylet types. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned. Blood in/on helix/lobe mechanism, helix sleeve head; stylet bent.